Event description:
During recertification, a flo-gard infusion pump failed to turn on during initial evaluation; this condition had the potential to interrupt delivery. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). The reported condition of a flogard infusion pump that failed to turn on was confirmed and reproduced during evaluation. The cause of the reported condition was determined to be a defective main battery. The main battery was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.